Manufacturer narrative:
The system and the other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) and a manufacturer representative (rep). It was reported that the replacement patient programmer (pp) didn't resolve the poor communication issue. They were going to follow-up with a healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the por was successfully cleared. No further complications were expected as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that patient's programmer was not doing telemetry with and without the antenna. Patient was getting the poor communication screen. Patient was getting the power on reset message and troubleshooting could not be done. No symptoms or further complications were reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037 lot# (B)(4). Implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep and a con. It was reported that the patient just wanted to check the device to maybe raise it, which was when they found the por. The patient met with a rep and they couldn't get it to work. They were going to get the battery changed, but noted they might still have a problem with the implant. Replacement of the pp didn't resolve the poor communication; the patient wasn't sure what the problem was.